Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. Olympus performed a visual inspection on the received condition and did not note any foreign material on, or within the video scope. The biopsy channel was inspected with an olympus boroscope. The boroscope was inserted through the distal end side of the channel opening and found scrapes in various locations throughout the biopsy channel. Additionally, chipping on the distal end side of the bending section cover glue was found. The leak test was not checked due to the biohazard condition of the scope. None of these issues are reportable malfunctions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is unknown if there is a relationship between the event and the device. Attempts to obtain the culture testing results, reprocessing procedures, and approval for third party testing was unsuccessful. A definitive root cause cannot be identified. Instructions for use (IFU) states as follows: "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned an evis exera iii bronchovideoscope to olympus stating "it needs to go into evaluation culture testing." Additional information has been requested to clarify the event description, types of cultures, and patient involvement but has not been received at this time.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.